Event description:
Customer received a blood glucose result of 323 mg/dl and took medication. The customer stated it caused them to go into a coma. The customer was taken to the dr. When their blood glucose was checked by the dr the result was 83 mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.